Event description:
(B)(4). Started with memory issues, some fatigue and moved into severe memory issues, debilitating fatigue and pain.

Event description:
(B)(4). Ended up having a full hysterectomy and removal of a ovary (B)(6) 2016 due to heavy bleeding and "masses" in ovary. Pathology sited, cervicitis, adenomyosis and cysts in and on my ovaries. My ultrasound prior to insertion 2 years prior was pristine. My fatigue had lessened, bloating is gone, anger issues have resolved, skin issues have resolved, metal taste has resolved, foul odor has resolved, beginning to lose weight. Memory issues are slowly improving.

Event description:
(B)(4). In addition to the memory, fatigue and pain issues ( neuropathic and other) I also experience: pelvic pain. Heavy and painful periods. Painful intercourse. Consistent headache. Metalic taste in mouth. Hair loss.

Event description:
(B)(4). Oh, and terrible abdominal bloating!